Event description:
Asr revision recommended - left hip.

Event description:
It was reported that a patient's intraocular lens (iol) was removed and replaced without complication 10 days after the initial implant. The surgeon stated the lens did not improve the patient's vision and was explanted. In follow-up with the reporter it was learned the lens was used in a refractive procedure.

Manufacturer narrative:
The intraocular lens was not received by the manufacturer for analysis. The device met all manufacturing specifications prior to release. An update to this report will be submitted when the lens is received or additonal information becomes available. The causal relationship between the device and this event is not known. Not received by manufacturer.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 19.5 diopters. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All available information is contained in this report.